Event description:
User received erroneous total psa results. The patient example was provided. Sample 1, initial result gave 8.48 ug per ml. In 2009, the sample was repeated twice giving 2.75 and 2.71 ug per ml. Erroneous result was not reported to the physician

Manufacturer narrative:
The field service representative determined the cause to be a bent sipper probe rubbing the side of incubation cups on sample. He correctly aligned the sipper probe and gave it pulse adjustments to sample from the proper location. Ran am and tsh as well as 10 patient samples precision to validate samples accuracy and correlation.